Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to obtain the blood pressure of a pt the device inappropriately shut down. A new battery was inserted and the device was unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.